Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the bag leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f234 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f234 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, damaged parts/components: treatment bag-injection port, alarm #39: the treatment bag is empty, and bag leak. No trends were detected for these complaint categories. The leak observed at the needleless port could have resulted from the customer using a syringe with needle to inject drug into the needleless port. However, no product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a damaged treatment bag injection port, an alarm #39: the treatment bag is empty alarm, and a bag leak that occurred during a treatment procedure. The customer stated that they were unable to inject the drug through the treatment bag's needless injection port using either a normal syringe or a syringe with a luer lock. The customer reported that the treatment bag's needless port seemed impermeable and the drug could not be injected. The customer stated that they then decided to inject the drug into the treatment bag's needless port using a needle and syringe. The customer reported that photoactivation was then started, however, after a few minutes they discovered that the needless injection port was leaking. The customer stated that they screwed a sterile cap onto the needless injection port and resumed photoactivation. The customer reported that afterwards, during the return phase, an alarm #39: the treatment bag is empty alarm occurred but the alarm could be reset. The customer stated that the treatment was completed with both blood and drug treated cells returned to the patient. The customer reported that the patient was in stable condition. The kit was not returned for investigation as it had already been discarded.